Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting myopotentials oversensing. No changes or interventions was reported. There were no patient consequences.